Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered in association with pd treatment. There was a pump a vs. B volume error alarm during drain 3 of 4. The patient cancelled treatment, and fluid was discovered on the external of the cassette and in the pump module area of the cycler. The technical services issued the patient a new cycler. The patient did know how to do manual treatments. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and it is working well. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the a visual inspection of the returned cycler exterior showed no signs of physical damaged a visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-ast 2 hours 15 mins 8500 ml simulated treatment was performed without any failures or problems.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was encountered in association with pd treatment. There was a pump a vs. B volume error alarm during drain 3 of 4. The patient cancelled treatment, and fluid was discovered on the external of the cassette and in the pump module area of the cycler. The technical services issued the patient a new cycler. The patient did know how to do manual treatments. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler and it is working well. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.